Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient rep keeps having problems getting the recharger to connect to the implant since implant. The caller indicates that it takes a long time to find the spot where it will connect and say it is charging. The last time it took over an hour and a half to connect. The ins is in the abdomen and they can feel the ins thru the skin and it is not loose. The patient has not had any falls or trauma to the area. The patient is sleeping now, but the caller will call back for troubleshooting after the patient is awake. Reviewed general steps for recharging.